Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on the arm after wearing the device for longer than 48 hours. The patient's blood glucose values rose to 380 mg/dl. The patient noted redness, irritation, pain, and the presence of pus around the site. The patient sought medical care at an urgent care facility on (B)(6) 2025 and was diagnosed with an infection. Treatment included antibiotics. Additionally, the patient¿s mother reported that wound cultures tested positive for mrsa (methicillin-resistant staphylococcus aureus). The mother stated that the antibiotic was changed and that the patient is nearing completion of the treatment course.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s911usqs6eyk3. Hardware: sm-s911u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received fully deployed with cracks observed on the top and bottom housing. The exact timing and cause of these cracks could not be determined. Pod indicates these cracks did not affect the device functionality. The bottom housing, adhesive pad, and formed needle were inspected under magnification for signs of damage or defects and none were observed. The cause of the reported infusion site complaint could not be determined.